Manufacturer narrative:
MFR rec'd info from a facility that a pt with dementia was in a chair in the reclined position. This pt reportedly sat up and hung their legs over the chair. When the pt then sat back their leg got caught on a metal portion of the leg rest and was cut requiring stitches. The facility reports the pt has healed, and the facility does not know the model or serial number of the device involved. User guide cover proper operation. MFR has requested info on the alleged device involved and this info had not been provided. MDR filed based on alleged injury.

Event description:
The consumer had their legs hanging over the chair and allegedly got their leg caught on the metal portion of the leg rest and sustained a cut that required stitches.